Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure, when the package was opened, the "tip of the lead was not in axis with the body of the lead." When the lead was implanted the pacing impedance was high and there was no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.